Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm while attempting to load a set. Eval determined the cause to be failed lower link switch. The lower auxiliary assembly, including the failed link switch, was replaced.

Event description:
It was reported that a spectrum pump experienced a door not fully latched message. It was also reported that there was no pt involvement.